Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2020 the patient reported excessive sweating. The pump was reprogrammed where the fentanyl was decreased on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 10-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2000 mcg for a total dose of 799.43616 mcg/day and bupivacaine 20 mg for a total dose of 7.99436 mg/day via an implantable pump. It was reported on 2020-jan-30 the patient reported feeling woozy with/during their boluses. There was no change in bolus dose/no action taken. On (B)(6) 2020 a catheter dye study was performed and failed. It was noted the catheter migrated caudally. The outcome of the event was noted as ongoing. The clinical diagnosis was intrathecal (it) medication reaction. The device diagnosis was catheter dislodgement. The event date was (B)(6) 2020. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was unlikely related. No further complications were reported.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on 2020-mar-12 the patient reported excessive sweating. The pump was reprogrammed where the fentanyl was decreased on (B)(6)2020. It was noted that the surgery for dislodgement was scheduled for (B)(6)2020. No further complications were reported.

Manufacturer narrative:
Upon further review, the previously reported information "patient reported excessive sweating on (B)(6) 2020" does not pertain to this mfg.report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2020 the catheter was explanted/replaced/removal of migrated catheter and implant of a new catheter. The outcome of the event resolved without sequelae on (B)(6) 2020. No further complications were reported.